Event description:
Customer reported that she have to go to the ER and was hospitalized and treated with insulin drip due to high blood glucose and dka. Customer blood glucose reading at the time of the ER visit was over 400 mg/dl. Customer stated was feeling nauseous and vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked case at display window corners.